Event description:
Failure of irrigation was noted while in use. The reporter states the issue occurred on the irrigation lumen.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A malfunctioning irrigation port may lead to leakage of urine from the device which can pose the risk of contamination (with resultant infection) to patients using the device. It is expected that the device will be removed by a health care professional and replaced with a new one. The reporter has requested the product be replaced. No additional patient/event information has been provided at this time. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.